Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the customer noted a snapped/separated cable on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment was sticking out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was derailed grip cable. The grip cable was found to be derailed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. Failure analysis concluded that the derailment of the cable was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys could have contributed to derailment of the cable. Additional observation not reported by site was distal pulley mechanical indentations. Indentations were found at the edge of the distal pulley and visible scratch marks were also found on the surface of the distal pulley. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, broken cable and/or main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.